Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was found by an employee search of the registration database that the patient was deceased. Follow up revealed the patient had a history of ventricular tachycardia and ventricular fibrillation that was persistant and had exhausted the battery of a previous device due to multiple appropriate shocks which resulted in the patient needing external defibrillation which was often times unsuccessful, per the physician. Further follow up revealed the cause of death to be listed as cardiac arrest. No complaints or allegations have been made against the device system or any of the individual components.